Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019. The field service engineer performed troubleshooting and confirmed the reported problem. The ventilator alarmed and reported a proximal pressure sensor error range. The field service engineer replaced the printed circuit board assembly (pcba )data acquisition to resolved the problem. Performed all required tests after the repair in which the unit passed successfully. Unit was returned to full functionality. The determination could not be made, that the device failed to meet specifications.

Event description:
The customer reported proximal pressure sensor range error. The unit was in clinical use at the time the reported issue was discovered. However, there was no patient harm reported.